Manufacturer narrative:
The device was visually evaluated and identified to be broken at the eyelet of the anchor, and the inner plug is missing. The site of the break is consistent with failure due to a torsional force in a clockwise direction. Due to the condition of the anchor a dimensional evaluation could not be performed. The device was functionally tested and the inner inserter rod functioned as intended. Human matter was observed in the cavity of the anchor and on the tip of the inner rod. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device was broken. The case was a rotator cuff repair. The device broke in the patient and was completely removed. A backup device was available and was used to successfully complete the procedure. There were no reported patient injuries. No other complications were noted.